Event description:
It was reported to boston scientific corporation that solyx single incision sling system was used during a sling procedure.according to the complainant, during the procedure, the physician had difficulty implanting the mesh carrier on the patient's right side. It was reported that the mesh carrier did not fall out of the patient's tissue, but would not "seed correctly" inside the internus muscle. There were no issues implanting the mesh carrier on the left side. The mesh was removed from the patient. The physician completed the procedure with an obtryx transobturator mid-urethral sling system. There were no other complications during the procedure and the patient's current condition was reported to be "fine."